Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) which had been implanted 3 years, displayed elective replacement indicator. The device paced 20% in the atrium, 18% in the ventricle, and administered no shocks. It was be explanted and returned for analysis.